Event description:
Pt with preexisting c4-5 quadriplegia had undergone operative cystectomy. An 18g IV catheter was placed in the left external jugular for planned blood transfusion. Two units of prbc's placed on alaris pump and transfused at 500cc/hour, followed by 500cc lr bolus at rapid 999 rate. Soon after IV infiltration noted on left neck. The pump was stopped. The pump never alarmed with occlusion warnings during prbc or lr transfusions rapid rates, with continued infusion into infiltrated tissue.device #1is this a laboratory device or laboratory test?no.